Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime with a new infusion set and reservoir. The blood glucose at the time of the incident was 20 mmol/l. During troubleshooting, the customer was instructed to remove the reservoir from the insulin pump and push insulin through the tubing with the plunger; insulin did not exit. The customer attached the reservoir to the old infusion set but insulin would still not exit. The customer did not have reservoirs available to change. It was advised to change the reservoir and call back if issue was not resolved. The reservoir will be returned for analysis